Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the water when the insulin pump had an insulin pump alarm. The customer's blood glucose level was 170 mg/dl at the time of the incident. The customer reported that was unable to clear the alarm. The customer was advised to revert to the back-up plan as per the healthcare professionals. The device will not be returned for analysis.